Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary.

Event description:
It was reported that during a superion implant procedure, the spacer broke. The spacer would not fully deploy and upon removal, it was discovered that the back portion of the spacer was no longer functioning. It was noted that there was a combination of shallow interspinous space and tough anatomy. The physician did not use excessive force. The broken spacer was removed, and the procedure was completed with a different spacer. The device was not returned for analysis despite multiple good faith efforts performed to return the device.